Event description:
The white rotating stopcock on the tubing came out. Air entered patient's central line. Tubing was clamped and air was able to be aspirated without entering patient. No force was used when white stopcock was dislodged from tubing. Surgery was (B)(6) 2013 - that is when product was connected to central line as a new piece of tubing. Product supply kept at room temperature since arrival at hospital. Please refer MFR report # 2183502-2013-00617.